Event description:
It was reported that the device was used during an unk procedure. It was reported that the staples did not form correctly. A second device (2) was pulled to complete the case. There was no consequence to the pt.